Event description:
Reference number (B)(4). Event occurred in saudi arabia. It was reported that the patient faced bent infusion set cannula issue on (B)(6) 2025 due to which the patient faced hyperglycemia event. The insertion site was abdomen. The infusion set was in use for 1 day. The patient got hospitalized due to high blood glucose. The blood glucose level was 500mg/dl at the time of the event and got treated with intravenous insulin infusion. The duration of hospitalization was greater than 24 hours. Patient experienced the symptoms of vomiting at the time of the event. No further information available.